Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery, the iol began to impel and ended up in the front chamber. The iol was explanted by another surgeon and replaced by an iris claw lens. The surgeon did not suspect the iol caused or contributed to the event and was unwilling to provide further details.